Event description:
It was reported that the user experienced a low blood glucose event while preparing to eat and initially announced a meal on the ilet despite being low; the user consumed chili, crackers, and fries, then treated the low with oral glucose per guidance, and fingerstick values were reported as 70 mg/dl initially and later 120 mg/dl, with the device-reported value of 80 mg/dl before treatment. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.